Event description:
It was reported to philips that the system did not turn on correctly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by restarting the system. The philips field service engineer (fse) communicated with the customer over phone and confirmed that the system did not turn on correctly. The fse instructed them for a cold restart and system started working. Later the hospital equipment department checked the device and found host pc motherboard battery was defective. To resolve the reported issue, the customer order a new motherboard battery which was replaced by fse during field inspection on another day. After replacements, the system returned to use in good working order. The codes were updated based on the investigation outcome.